Manufacturer narrative:
The case comes from a medwatch form FDA 3500 through us fidia subsidiary. The case is poor of information even if attempts were made to obtain follow-up information. From the data available it results that this patient receiving hyalgan had her knee hurt and was hospitalized. It is not clear if the ae was a consequence of the treatment with hyalgan or a manifestation of the basal disease. Conservatively we assume possible related the ae and reportable to the ha, due to the hospitalization. If new information comes to light, the case could be re-evaluated. The batch number has been identified, but at the moment there are not reasons to suspect a product quality defect; so no analysis is requested to fidia's qa dept.

Event description:
This is a spontaneous case from medwatch report, received through fidia's subsidiary in USA. It is a medically confirmed case. A (B)(6) female patient was treated with hyalgan 20 mg/2 ml (hyaluronate sodium) solution for injection, via intra-articular route, at the dose of 20 mg weekly, for arthropathy, from (B)(6) 2018 (device lot number b09850; expiration date 26-jul-2020). On unspecified date, the patient experienced pain to the left knee. The event was reported as serious due to hospitalization. At the time of the reporting, the outcome was unknown. Reaction as described by the primary source: patient informed her left knee starting to hurt.